Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit did not pass the sample graft mesh test, the roller was discolored, cutter and handle were damaged, and unit was out of calibration. The unit was recalibrated and the cutter, roller, and handle were replaced and resolved the reported issue. The unit also did not pass the sample graft mesh test. It was noted that the device has not been regularly returned for annual pm. This device was manufactured prior to may 2009. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device needed calibrated and had defective roller and cutter and handle that needed replaced. No further information provided. The investigation showed the device did not pass the sample mesh test. There was no adverse event reported as a result of this malfunction.